Event description:
During the device evaluation, the colonovideoscope was observed to display a black screen with no image output. No patient was involved.

Manufacturer narrative:
Based on the completed investigation, there reportable malfunction was due to fluid invasion in scope connector. The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.